Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03362 / 03363).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2010, and a revision procedure on (B)(6) 2012 due to patient allegations of pain, debilitation, lack of mobility, weight gain, dysfunction, loss of range of motion, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates and that the acetabular cup, and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012 due to pain. Operative report noted the presence of fluid, metallosis and inflammation. The modular head, taper adapter and acetabular cup were removed and replaced with competitor's acetabular components and biomet head.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2010, and a revision procedure on (B)(6) 2012 due to patient allegations of pain, debilitation, lack of mobility, weight gain, dysfunction, loss of range of motion, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates and that the acetabular cup, and modular head were removed and replaced . This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.